Event description:
Medtronic received information that during use of an autolog instrument, it was reported a bowl spill. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that there was no transfusion required. Biomed had no additional information about device, only that it had a blood leak. The technician assumed blood leaked through the bowl as this is only way a visible leak occurs.

Manufacturer narrative:
Device evaluation summary: the reported bowl spill was verified during service. The service technician noticed blood leaking from the drain tube. During investigation, it was found that the centrifuge bowl height was not passing the level test and that the bowl height was incorrect due to a broken damper. The issue was resolved by adjusting the bowl height to proper specifications and by replacing the damper centrifuge assy. Preventive maintenance was performed per specifications. The instrument was serviced/analyzed in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: medtronic received information that during use of an autolog instrument, it was reported that a bowl spilt. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that there was no transfusion required. The bio-med technician stated that they had no additional information about the instrument, only that it had a blood leak. The technician assumed blood leaked through the bowl as this is the only way a visible leak occurs. Correction h6: patient codes (ime/annex e) and eval code result (fdr/annex c) updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.